Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: unknown); sigadaptshort, sig power sigadaptshort lin short adapt (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the lung resection, when on the pulmonary parenchyma dissection,  the knife returned to its original position in the middle of the firing. The power handle was replaced with a new one to resolve the issue and complete the case. There was no patient injury.